Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when the doctor tried inserting the guidewire, the front end of the guide wire bent.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly for analysis. Signs-of-use in the form of biological material was observed on the guide wire tubing. Visual analysis revealed that the guide wire contained one major kink and one slight bend towards the distal end. Despite this, the distal j-bend appeared normal and functional. Microscopic examination confirmed the kink/bend. Additionally, the proximal and distal welds appeared spherical and intact. The kink in the guide wire measured 86mm from the distal weld. The bend in the guide wire measured approximately 50mm from the distal weld. The total guide wire length measured 598mm, which is within the specification limits of 594mm-606mm per the guide wire product drawing. The guide wire outer diameter measured .79mm, which is within the specification limits of .78mm-.81mm per the guide wire product drawing. An attempt to insert the guide wire through a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly was performed on the sample. Upon placing the guide wire in the guide wire tubing for insertion, the core wire at the location of the kink broke. Despite this, the coils remained intact, and the guide wire was able to pass through the ars/introducer needle subassembly. Minor resistance was observed at the kink. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested". The IFU also cautions, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was severely kinked and bent near the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the report from the customer and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when the doctor tried inserting the guidewire, the front end of the guide wire bent.